Event description:
It was reported that the connection between the titanium adapter and transfer set was not tight enough. This occurred during dwell two of five on the homechoice. The patient was connected at the time of the event. During troubleshooting, the patient¿s nurse stated that the connection between the transfer set and the catheter was not tight enough and a leak occurred. The nurse further stated that they were able to resolve the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.